Manufacturer narrative:
Olympus onsite support/sales (oss) representative called in to report that the doctor had an issue due with olympus 4k video system, camera, light guide cable and insufflation. No issues were found with video system or camera. The 3rd party light guide cable was used and stryker pneumoclear insufflation unit was used. The issue, according to the oss was that the tubing that leads to the insufflation was defective and once swapped out all other visual issues cleared up.

Event description:
It was reported the camera control unit had issues with light guide cable and insufflation. The issue occurred during the therapeutic procedure. There was a five minutes delay while the patient was under the general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it was identified, that once the non-olympus tubing was replaced. The reported issue was resolved. And no issue was observed, with the subject device. Therefore, the reported event was likely, due to defective non-olympus insufflation tubing. However, the root cause could not be determined. This supplemental report includes a correction to b5, e2 and e3. To provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the issues occurred, at the beginning of a laparoscopic appendectomy procedure.